Manufacturer narrative:
.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned device confirms that the tip of the threads has fractured. The fractured piece was not returned. A lab analysis was completed with the following results: from the analysis conducted during this investigation, it was concluded that the percutaneous guide bolts could have fractured due to ductile torsional and bending overload. An overload fracture can occur if the mechanical load applied to the percutaneous guide bolt exceeds the strength of the material. It was unknown if the fracture in the percutaneous guide bolt was initiated in a prior surgery. A definitive root cause cannot be determined with the information provided. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that surgery time exceeded thirty minutes and a portion of the distal thread extended into the patient soft tissue.